Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose was 280 mg/dl at the time of the incident. Customer stated that the pump froze and the keypad stopped working. Customer stated that the pump was not dropped, bumped, or exposed to moisture. Customer was unable to clear the alarm. Customer mentioned that when he checked his blood sugar and went to take some insulin, the pump froze and none of the buttons worked. Customer took the battery out and put it back in. Customer received a failed battery test alarm. Customer stated that when he put in a new battery, the battery test passed. Customer tried to bolus again and the pump froze again. Customer then received a button error alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with currents in spec. No unexpected battery out limit. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No frozen screen. No button error alarm. The insulin pump had an intermittent button response due to moisture damage keypad trace. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads cracked and cracked reservoir tube lip